Manufacturer narrative:
The customer did not provide patient's date of birth and weight information. The fse found the holes on the rotor and stator were not correctly aligned, causing air to be introduced in to the system. The fse changed the rotor and the stator to resolve the issue. Bec internal identifier for this report is (B)(4). Associated mdrs: 2122870-2014-00764, 2122870-2014-00765, 2122870-2014-00766, 2122870-2014-00851.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3 ) results on the access immunoassay system on (B)(6) 2014. This MDR is associated with the two patients' results generated on (B)(6) 2014. The results were reflective of the patients' the clinical condition and were confirmed by alternate diagnostics and clinical outcome. The customer obtained elevated result of 0.15ng/ml for one patient who was under care for irregular heart rhythms and 0.40ng/ml for the other patient who did have cardiac event. These patients results were additional information provided by the customer. Beckman coulter were made aware of these additional results on (B)(6) 2014. The instrument passed system check on (B)(6) 2014. The customer recalibrated the instrument and performed quality control (qc) after elevated results were generated for two patients samples on (B)(6) 2014 were questioned. Calibration and qc results were within customer's specifications. However, qc levels 1 and 2 were out of range high when compared to peer. System check failed on (B)(6) 2014 with 13.8% coefficient variation (cv) on the washed portion. A second system check also failed due to elevated cv% on the washed portion. A beckman coulter (bec) field service engineer (fse) was dispatched to the facility to evaluate the instrument.